Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed, and visual inspection was performed and no thermal damage at the instrument's distal tip. The tube adapter did not exhibit thermal damage. Additional observations not reported by site: the instrument was found to have tube adapter abrasions/scratch marks. The instrument was found to have a sheath distal coextrusion lodged at the tube adapter.

Event description:
It was reported that during central processing, the distal tip of the sp monopolar curved scissors instrument was melted. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that thermal damage on the instrument was identified in central processing before reprocessing. It was stated that the instrument was inspected prior to reprocessing in central processing, where the damage was noted. There was no arcing observed during the procedure, and no patient injury occurred. The instrument was not inspected prior to use or after the completion of the procedure in the or. No collisions with other instruments or tools were reported during the procedure. The status of thermal damage on the tip cover accessory is unknown. Only the instrument was available for return to intuitive surgical, inc. (Isi) for evaluation, and no photographic images or video recordings of the device or procedure are available for isi review.